Event description:
It was reported the patient had his spectra penile prosthesis removed and replaced due to patient dissatisfaction from "right corporal infection." No further patient complications were reported in relation to this event.